Event description:
It was reported that the implant at tooth site #14 was removed due to pain. Patient called office w/ complaints of pain; implant removed. Symptoms as a result of the event: pain

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Email unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) 3i t3® tapered implant 5/4 x 10mm (bopt5410) was returned for investigation. Visual evaluation of the as returned product identified that there was signs of use; bone debris present on external threads. No damage, wear, or signs of malfunction that would contribute to the event. The implant matched the drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A pre-existing condition was not noted on the per form. Bone density was unknown. The reported device was located on tooth # 14 (unknown dental notation system) and was used for approximately 3 years and 9 months. X-ray & picture evaluation: the customer did not provide any images for the reported event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2017080436. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record op# 0210 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 2017080436 for similar events and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.